Event description:
It was reported that the o-ring on lid of their battery housing was broken during inspection at the user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the o-ring on lid of their battery housing was broken during inspection at the user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device not returned to manufacturer for investigation. Device is not returned to the manufacturer facility for investigation.

Manufacturer narrative:
The product was not returned for evaluation, so the reported event could not be confirmed in this case. Based on a review of risk documentation and complaints with a similar reported event, a possible cause most often identified in relation to this complaint is a worn/damaged rubber o-ring failure. An o-ring failure can result in door seal integrity being compromised with the possibility for sterility related reversible injuries. However, that was not able to be confirmed in this case since the product was not available for inspection. Device was not returned to the manufacturer for evaluation.